Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill continued to operate when the trigger was no longer activated. There was no patient involvement associated with this event. No user injury was reported, and no other adverse consequences were alleged.

Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is still ongoing. A follow-up report will be submitted if the investigation results require.